Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic reported a patient who developed a burn in the right axilla 4 weeks 1 day post miradry treatment. Medication for dolor was prescribed. The burn is healing. Continue to monitor the patient's recovery.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic reported a patient who developed a burn in the right axilla 4 weeks 1 day post miradry treatment. Medication for dolor was prescribed. The burn is healing. Update: clinic reported the patient's symptoms resolved by 5 months post-treatment.